Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose level was 501 mg/dl. Customer¿s blood glucose at time of incident was 61 mg/dl. Customer also stated that the blood glucose level was at the time of hospitalization was 60 mg/dl. When the customer took his dinner at that time the blood glucose level was decreases at 21 mg/dl and the insulin pump shows that the blood glucose level was 120 mg/dl after the he gave the syrup and again the blood glucose level turns to 30 mg/dl. Customer stated that when his mother tried to resume the basal but it would not at that time the blood glucose level was 300 mg/dl. Customer was treated with food. The customer declined troubleshooting for low blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.